Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed for loss of fluid column. It was reported that during device preparation of the steerable guide catheter (sgc), the sgc lost fluid column when the dilator was inserted. Multiple attempts were made and the stopcock was changed out; however, the device continued to lose fluid column. The device was not used and there was no patient involvement. No additional information was provided.